Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. There was no reported impact to the customer's blood glucose (bg) level. The contact declined to perform further troubleshooting with tandem technical support.